Event description:
During monitoring, it was found that the coating of the sensor peeled off.the device was revised and monitoring continued.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the device was received in two pieces. The catheter material had been stretched and broken at the connector. Internal wires broken and exposed. No testing was possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.